Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the nozzle was crushed when they opened a company preload device. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).